Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during preparation, prior to surgery, the nurse noticed that the click' x caps were blocked. The devices were not used for the surgery. The event did not prolong surgery. This is report 3 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mni, mnh, kwp, kwq. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd event evaluation was conducted. The report indicates that the situation as described in the complaint in (B)(6) could not be replicated. The damage of the hex drive of the locking caps, which indicates clock wise and counter clock wise loading of the set screws, might be a sign that wrong handling has been the cause of the clogging of the set screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.